Event description:
It was reported that patient was seen in the ER for syncope. An atrial lead warning message occurred upon interrogation, but there was no lead warning data and the lead did not switch to unipolar. The lead still remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient was seen in the ER for syncope. An atrial lead warning message occurred upon interrogation but there was no lead warning data and the lead did not switch to unipolar. The lead still remains in use. No further patient complications were reported as a result of this event. It was later reported there was an infected pocket. The atrial lead was removed and the patient will be on antibiotics until a new system is implanted. -in addition, the right ventricular lead was returned, analyzed and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed), the outer insulation was melted, had cosmetic environmental stress crack and breached cut, the lead was stretched. Apparent explant damage. (B)(4) the full lead in segments was returned and analyzed. Inner insulation breached mio, distal conductor was distorted, the outer insulation had cosmetic environmental stress crack and cosmetic depression. The lead was stretched.

Event description:
It was reported that patient was seen in the ER for syncope. An atrial lead warning message occurred upon interrogation but there was no lead warning data and the lead did not switch to unipolar. The lead still remains in use. No further patient complications were reported as a result of this event. It was later reported there was an infected pocket. The lead was removed and the patient will be on antibiotics until a new system is implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.